Event description:
I-flow brand onq post op pain relief sys placed in operating room on (B)(6) 2012. On (B)(6) 2012, the tip of the catheter broke and a fragment was retained in the pt. The MFR was notified of the event. It is believed to be the 5" catheter, though the device was discarded.